Event description:
Had an allomax mesh device implanted to repair umbilical hernia back on (B)(6) 2011. Was told by surgeon that pain would only last a year but I am still having severe pain when picking up heavy things like my (B)(6) daughter or even grocery bags from store. Went to emergency room about this and they did CT scan with and without contrast and told me I would most likely have to get the surgery redone for removing the mesh. Dates of use: (B)(6) 2011 - (B)(6) 2014. Diagnosis or reason for use: to repair umbilical hernia.